Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence and will require additional medical treatments.

Manufacturer narrative:
(B)(4). Undefined medical treatments no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that patient underwent mesh removal due to erosion and implantation of advantage device on (B)(6) 2006.